Manufacturer narrative:
(B)(4). Date sent: 12/1/2023. Investigation summary per service manual operational and diagnostic analysis did not confirm the reported electrode short or the power cord spark. The unit passed all functional tests and is fully operational. No further investigation will be conducted on this complaint.

Event description:
It was reported that during an unknown procedure the return electrode shorted out and the power cord sparked. Patient may have been burned but still waiting for documentation/clarification to confirm.

Manufacturer narrative:
(B)(4). Date sent: 11/9/2023. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: what is the severity of the burn? No burn to patient. What medical intervention was used to treat the burn? No treatment required because of no burn. Besides the burn, did the patient experience any adverse consequence due to the issue? No. Are there any anticipated long-term effects from the burn or injury? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.